Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and dropped ventricular paces. The was a drop in ventricular impedance. The sensitivity was increased and the implantable pulse generator (ipg) and right ventricular (rv) lead remains in use. The patient's underlying rhythm was 30 beats per minute. No further patient complications have been reported as a result of this event.